Event description:
As reported during an endoscopy therapeutic polipectomy procedure, the nurse opened and inserted the device into the instrument channel and when tried to use it, the injector was not permeable. The device was replaced. The same device was not used to complete the procedure. The intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The user facility stated the device was contaminated and therefore discarded. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was discarded by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Replication testing was carried out under various conditions by using aomori olympus inventory of nm-400u-0425; however, under all conditions the phenomenon of ¿not being able to inject a fluid¿ could not be replicated. Based on the results of the investigation, the reported phenomenon and condition of the device could not be confirmed. The root cause could not be determined. The event can be detected/prevented by following the instructions for use which contains the following descriptions, and warns against this event: straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. Operate the slider slowly, otherwise the tube could buckle. When inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. ·insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. Stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor field performance for this device.